Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000333957 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke. The heating element separated from the jaws. They noticed the separation after they cut and sealed a branch. They said it was a pretty standard harvest. Other than the time it took to retrieve a new device, no additional time was needed to complete the vein harvest. A new hemopro 2 device was used successfully to finish the case. No harm to the patient or otherwise.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.